Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition with no appearance of any physical damage. The complaint was verified only when plunger head was pushed all the way in. Repair was not needed due to no problem being found on plunger sensor. The plunger holders are resting on the flange holder when fully retracted causing ¿check syringe plunger sensor¿ to trigger. Per the technical service manual, ¿ensure the syringe barrel clamp, flange holder and plunger holders are properly engaged, and the holders move freely¿. If flange holder is causing interference with the syringe plunger holders when fully retracted, move plunger driver out the way from housing slightly prior to powering on device. A root cause is unknown as functional testing was unable to duplicate the complaint. The device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was an error for plunger sensor. The event occurred during startup. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.